Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified proximal right coronary artery (rca). After deploying a 2.5 x38mm promus premier stent in the branch of the distal rca, a 2.75x38mm promus element plus drug-eluting stent was advanced to treat the target lesion. However, upon advancing the device, the shaft got broken about 20cm from the hub. The device was completely removed from the patient's body. The procedure was completed with a 3.0 x 32 promus element plus stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found several hypotube kinks and the shaft was broken at 235mm distal of the strain relief. The break most likely occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. Before sterile packing of the device, each unit is checked for leaks at the vacuum decay test (vdt) workstep. Any damage or breakage to the hypotube would cause the device to fail at this stage and prevent the movement of the device to the sterile packing stage. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the calcified proximal right coronary artery (rca). After deploying a 2.5 x38mm promus premier stent in the branch of the distal rca, a 2.75x38mm promus element¿ plus drug-eluting stent was advanced to treat the target lesion. However, upon advancing the device, the shaft got broken about 20cm from the hub. The device was completely removed from the patient's body. The procedure was completed with a 3.0 x 32 promus element plus stent. No patient complications were reported and the patient's status was stable.